Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed service code 110. Upon evaluation, the c1 capacitor was shorted and the l1 component was open. The cause of the code 110 is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. The root cause of the open l1 component was the shorted capacitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that they could not complete incoming testing.